Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
During an FDA site maude review it was found, maude report number mw5062577 reported malleable retractor broke apart while in use during bunion surgery. Pieces were unable to retrieved and remain in the patient. Unknown customer/user facility as none was specified, no further investigation will be able to take place.